Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that after having a massage, they are getting uncomfortable sensation on the implant site. Patient stated that they get massages about once a month, and it's uncomfortable to get massage where the implantable system is. Patient stated that it's not really a bad sensation, but they can tell that the implant has been touched. Patient reported that it's kind of sore sometimes, it feels warm at a touch, and it feels like there's a little charge and they thought it's just a regular back pain. Agent documented reported events and redirected the patient to the hcp to have the implantable system checked.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.